Event description:
It was reported that the patient present to the ER (emergency room) with lightheadedness and syncope. There was no pacing seen on the monitor, the patient's heart rate was 46 beats per minute, and the device could not be interrogated. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient presented to the ER (emergency room) with lightheadedness and syncope. There was no pacing seen on the monitor, the patient's heart rate was 46 beats per minute, and the device could not be interrogated. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: analysis determined that the no output and no telemetry conditions were the result of low output from the power source due to high current drain. The high current drain was due to a capacitor leaking excess current. It was reported that the patient presented to the ER (emergency room) with lightheadedness and syncope. There was no pacing seen on the monitor, the patient's heart rate was 46 beats per minute, and the device could not be interrogated. The device was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d) capacitor (ceramic chip) device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy pace, failure to.